Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 9.5cm. An external abrasion due to friction to the device can breaching the optim sheath only was noted at 17.6cm and 17.8cm from the connector pin. The silicone insulation beneath was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.